Event description:
It was reported that the patient missed a pump refill and began hearing pump alarm, non-critical low reservoir alarm, approximately one week prior to the date of this report. The patient experienced increased pain but no signs of withdrawal. On (B)(6) 2013 a dye study was attempted but they were unable to aspirate the catheter. X-rays were also done. Since the patient had adequate pain control until recently, and no volume discrepancies were noted, the physician opted to refill the pump, reprogrammed the pump and will monitor the patient¿s response. The cause of the issue was not determined. The patient¿s status at the time of the event was reported as alive, no injury. This device system delivered morphine. It was further reported that the results of the x-rays were not known. The catheter issue and location was reported as unknown. It was also unknown how the patient was currently doing and if receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).